Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that two stents were implanted in an overlapping fashion for treatment of a stenosis in the proximal popliteal artery after pta was performed. During the 12 months follow-up, a stent fracture was detected. It is unknown, which stent fractured. No further treatment was performed; a patient injury was not reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the evaluation of the images provided, the reported stent fracture could not be confirmed. The images are showing two stents placed in overlapping technique in the sfa and popliteal artery. The proximal stent was found to be in good condition. The stent in the distal position showed a minor irregularity which is not considered a strut fracture. In this section, calcification was present and the vessel was curved which may have led to an optical interference and to minor irregularity of the stent following the vessel wall. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- and/or post- dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement and subsequent stent fracture. A difficult vessel anatomy also may be a contributing factor to stent fracture. In this case, pre- and post-dilation was performed and there were no difficulties experienced during use of the device. On the basis of the information available and the images provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent deployment procedure. Also the IFU states that pre-dilation of the lesion should be performed by using standard technique and post stent expansion with a pta catheter is recommended. Furthermore, the IFU mentions stent fracture as potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture."

Event description:
It was reported that after pta, two stents were placed overlapping in the proximal popliteal artery for treatment of a stenosis of 160 mm length. During the 12 months follow-up examination, one of the stents was found to be fractured. No further treatment was performed. There was no reported patient injury. The preliminary complaint investigation identified the stent in the distal position to be the subject device.